Manufacturer narrative:
Follow up #2 submitted: 10/04/2016. The device has been returned to animas and investigated by product analysis on 09/10/2016 with the following findings: on investigation, the display was confirmed to be dim/faded and discolored. Unrelated to the original complaint, the battery compartment was cracked above the bumper pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.